Event description:
It was reported that there have been incidents in the past in which unspecified devices have become stuck or locked on the balance middleweight guide wire during attempts to remove them from the wire. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to retract the other device over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood or contrast, or damage to the catheter. The lot history record review and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The return of the guide wire and the other device may have aided in the evaluation. There was no additional information available regarding the reported difficulty, and therefore a conclusive cause could not be determined.